Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 994.4 mcg/day) via an implantable pump for stroke and intractable spasticity. Patient medical history was noted as stroke and smoking history. A motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The patient had multiple stalls and ended up in the emergency room with seizures. Patient had a seizure at approximately 11 am tuesday (B)(6) 2016, he was taken to the ER where he had a second seizure. Computed tomography CT of head showed no new events. The managing doctor called the rep on the morning of this report date to inform of what was going on and to ask the rep to read the pump. The rep interrogated the pump on (B)(6) 2016 (logs pulled at 2p (B)(6) 2016) and found that the pump had a motor stall on 8/21 at approximately 2:19 am which recovered at approximately 7:30am. It stalled again at approximately 8pm on (B)(6) 2016 and recovered at 8am on (B)(6) 2016 the rep wanted to know if there was anything else that could be done before replacing the pump. No electromagnetic interference could be identified upon discussion with the patients brother. The patients symptoms were being managed by ativan, it was noted that patient was being managed for withdrawal and seizures. The patient was lethargic upon observation by the rep no interventions had been taken at this time. Surgical referral was to be made if pertinent. Surgical intervention did not occur and it was unknown as to whether it was planned. At the time of this report, the issue was not resolved and patient status was "alive - no injury" additional information received from the rep on 2016-aug-29 indicated that it was thought that the seizures may have been due to the abrupt cessation of baclofen on (B)(6) 2016. The first stall occurred on (B)(6) 2016 and recovered 5 hours later on (B)(6) 2016. Conversely, the stall on (B)(6) 2016 did not recover until the morning of (B)(6) 2016. The CT scan of brain did not show a cause for seizure. Pump replacement was scheduled for (B)(6) 2016 but the case was postponed due to patient's elevated sodium level. The patient remained hospitalized. No additional seizures occurred through (B)(6) 2016, the status beyond that was unknown at the this report (2016-aug-29) additional information received from the rep on 2016-sep-08 indicated that the pump replacement/revision would be on this day the rep wondered if the reservoir volume would decrement down if the pump was stalled, it was discussed that it would. It was also discussed that they send the pump back for analysis when it is replaced.

Manufacturer narrative:
Analysis of the pump identified a gear train anomaly and corrosion and/or wear and/or lubrication regarding the motor. Additionally, a stall due to shaft bearing was noted. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.